Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty advancing the safety mechanism could not be confirmed. One 22g safestep infusion set was returned for evaluation. A gross visual inspection of the returned unit found that the safety mechanism of the infusion set had not been advanced over the needle tip. Use residues could be observed throughout the unit. The unit was functionally tested by attempting to advance the safety mechanism over the needle tip. During advancement, no resistance was encountered and the safety mechanism was able to be fully engaged. Microscopic inspection found some dried use residue on the needle shaft and metal sleeve. The needle was inspected under a uv light but not uv reaction was observed. Based on these observations, the safety mechanism operated normally and the reported defect could not be confirmed.

Event description:
It was reported that it took attempts to activate the safety mechanism, fixed plate does not move down. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that it took attempts to activate the safety mechanism, fixed plate does not move down. There was no reported patient injury. No other information was provided.